Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised because of osteolysis, metal debris and the liner failed where the head was riding superiorly, possible disassociation. Records are available for further review. Correction: doi: (B)(6) 2006, dor: (B)(6) 2010. Patient demographics added.

Manufacturer narrative:
This complaint is still under investigation. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient experienced noise in her hips, and x-rays demonstrated migration of the head. Operative reported that the head was burnished.